Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error and started to beep. Blood glucose level at the time of the incident was not provided. It was stated the device was exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly and motor assembly. Unable to verify critical pump error alarm due to blank display.